Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate high voltage therapy. Upon stored electrogram review, far p oversensing was noted. Programming changes were discussed. The physician elected to disable therapy and pacing. A chest x-ray was performed on (B)(6) 2018 which noted right atrial lead and right ventricular lead dislodgement. Due to an unrelated reason, the implantable cardioverter defibrillator and leads were explanted during a scheduled lead revision procedure on (B)(6) 2018. No further intervention reported. The patient was stable.